Manufacturer narrative:
(B)(6). Since the serial numbers of the pcb00 units were not known, no manufacturing record reviews were performed. No visual inspections were performed as no pcb00 units were returned to the manufacturer. The complaint can't be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that about 30 to 40 preloaded insertion system lenses, model pcb00, were unfolding with the haptic behind the optic when inserting in patients' eyes. There are no reports on patient outcomes. However, the surgeons are irritated by the haptics sticking together and the haptics sticking to optics. Additionally, they are also unhappy with the lens unfolding process. No additional information was provided.